Manufacturer narrative:
Customer's meter cdgn059-b0078 was returned and investigated. The meter was disassembled and a raised pin (#5) was observed in the strip port. No additional issues were identified during extended product investigation. The pins located in the strip port align with the electrodes on the test strip, and if one of the pins is bent or raised, the test will not be conducted. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Based on our investigation, raised pin (#5) has only been replicated by a strip whose tip was bent prior to insertion into the port. Label copy advises users of bent/torn test strips and also instructs users to call customer service if the test does not start after applying the blood sample to the test strip. This is a final report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the test did not start on her adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer further reported that on (B)(6) 2012 after being discharged from a hospital following an unspecified surgery she had been instructed to check her blood glucose, but was unable to do so due to the issue with her meter. Customer further reported experiencing a migraine and felt "woozy", because of the stress and frustration (she) had been feeling because the meter wasn't working. She also noted her fingers were a "bloody mess" due to having to repeatedly stick her finger to do a test. Customer self-treated with tramadol 100 mg. And two capsules of a supplement called gopomax. Customer also noted her sugars were high due to the unspecified steroid medication she had been given. Customer noted her physicians were contacted and indicated her internist changed her medication and her neurologist prescribed a new, not previously prescribed medication, but the names of these medications were not provided. Several, unsuccessful, attempts to contact this customer to clarify details in the complaint have been made. There was no report of death or permanent injury associated with this event.